Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not communicating, and patient information and orders were not transferring. A technical support specialist (tss) connected to the database server and ran the server downtime query, which showed that the interface had failed and the "disconnected" flag was set to 1. The tss confirmed that es 1.11.1 and es 1.12 provide a permanent fix for the issues described in the knowledge articles "inbound messages stuck on availableforprocessing = 1" and "medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue." To resolve the issue, the tss restarted the bd external service. The customer should be aware that using scheduled restarts may temporarily trigger warning messages indicating that inbound messaging is down or delayed. These messages are expected and typically clear once the messaging services resume and data becomes current. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower all stations were not communicating, and patient information and orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.